Manufacturer narrative:
(B)(4). Results and conclusion summation - in this case, the lesion was moderately calcified and 75% stenosed, which likely contributed to the difficulties experienced. If the balloon experiences mechanical damage during the procedure, this can cause the balloon material to weaken and rupture during an attempt to inflate the balloon. It is possible that the balloon material was damaged during interactions with other devices, the stent implant, and/or the calcified lesion, such that the balloon ruptured upon inflation attempt. Although there does not appear to be any indication of a product quality deficiency, a definitive cause for the reported balloon rupture cannot be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that during stenting of the moderately calcified left main artery and left anterior descending artery, after another company's stent was implanted in one of the target lesions, the voyager nc was advanced. The balloon ruptured during the first inflation at 18 atm (rbp). The balloon was removed from the vasculature with no reported complications and another company's balloon was advanced and the procedure was completed successfully. There were no reported patient effects. There is no additional information available.